Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the sample is not available for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during chemotherapy infusion of cisplatin, leakage occurred from lower y-site. Chemo leaked onto patient's clothing, but did not contact the skin. A 100 ml of volume was remaining in the bag when the leak was noted. Only 10 ml leaked, patient was able to get full infusion. No injury reported.